Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd heparin flush syringe wouldn't flush the line. The following information was provided by the initial reporter: "it was reported the line would not flush using the heparin flush syringe. Per complaint form: timeline: friday (B)(6) 2020: spouse attempted to flush lumen of PICC line with heparin flush and line would not flush. She tried to pull back to obtain blood return and was able to do so. She then got a second syringe of heparin and attempted to flush again. This time, she was able to do so; however, noticed a small blue fragment piece inside the lumen of the catheter. She immediately stopped, placed a new purehub cap on the line and called phit. Spouse called into phit triage at approximately 10pm reporting above. Monday (B)(6) 2020: she was able to pull back fragment inside syringe. Rymed cap changed, line flushed, new purehub cap placed. Rn then notified quality manager. The syringe used to pull back the fragment has already been placed in the sharps container in the patients home. Quality manager called spouse to obtain more details of the incident. Spouse does remember cleaning end of injection cap with alcohol prep pad prior to attempting to flush with heparin; however, unclear if she visually inspected the tip of the injection cap as it appears the sponge is stuck to the end of the injection cap."

Manufacturer narrative:
The following fields have been updated with additional information: d.3. Manufacturer name, city, and state: bd medical (bd west) medical surgical. D.4. Catalog #: 306424. G.1. Manufacturing site for devices: bd medical (bd west) medical surgical.

Event description:
It was reported that an unspecified bd heparin flush syringe wouldn't flush the line. The following information was provided by the initial reporter: "it was reported the line would not flush using the heparin flush syringe. Per complaint form: timeline: friday (B)(6) 2020: spouse attempted to flush lumen of PICC line with heparin flush and line would not flush. She tried to pull back to obtain blood return and was able to do so. She then got a second syringe of heparin and attempted to flush again. This time, she was able to do so; however, noticed a small blue fragment piece inside the lumen of the catheter. She immediately stopped, placed a new purehub cap on the line and called phit. Spouse called into phit triage at approximately 10pm reporting above. Monday (B)(6) 2020: she was able to pull back fragment inside syringe. Rymed cap changed, line flushed, new purehub cap placed. Rn then notified quality manager. The syringe used to pull back the fragment has already been placed in the sharps container in the patients home. Quality manager called spouse to obtain more details of the incident. Spouse does remember cleaning end of injection cap with alcohol prep pad prior to attempting to flush with heparin; however, unclear if she visually inspected the tip of the injection cap as it appears the sponge is stuck to the end of the injection cap."